Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number 400498678. Two needles without packaging were returned for evaluation. Visual evaluation showed both needles to be bent and broken in two pieces. The samples and all available information were forwarded to the manufacturer for further investigation. Their investigation did not confirm the complaint to be the result of any manufacturing or packaging process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by the user facility: "the 25g pencan needles bend and break in the spinal trays."